Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. It was reported that the physician "felt resistance" during insertion and therefore used a scooping technique to insert the device. The physician stated that he "might have heard a strange noise during insertion, which may have been a sign of device break". The physician continued inserting the device since good pulsating mark was obtained. The needles were deployed without problem with the device at 45 degrees. Upon needle retrieval, a bilateral cuff miss was confirmed. The foot was parked and the device was removed. At that time it was noted that a piece of the device remained in the patient's body (size unspecified). The patient was taken to surgery for the device removal. Hemostasis was achieved surgically. It was noted in surgery that there was no scar tissue or calcification at the puncture site. There was no report of further adverse patient sequelae.